Event description:
It was reported that the temperature display of the foley catheter disappeared during use. It was noted that even after replacing it with a new cable, the patient temperature indication suddenly disappeared and continued. The user stated that there was bad temperature meter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the temperature display of the foley catheter disappeared during use. It was noted that even after replacing it with a new cable, the patient temperature indication suddenly disappeared and continued. The user stated that there was bad temperature meter.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be due to "sensor wire too weak". The lot number was unknown; therefore, the device history record could not be reviewed. The product catalog number and lot number for this device is unknown. Therefore, bard is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.